Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment procedure was performed when the issue happened. The procedure was completed by moving the patient to another room. Philips remote service engineer (rse) checked the system and found the system alerted that only low load fluoroscopy was possible, blocking x-rays. After reviewing the log, it is found there is an under voltage on mains power input. Rse supplied the part numbers to the customer. The system is being returned with agreed-upon limitations due to non-compliance with service specifications. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating that only low load fluoroscopy was possible, preventing x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.